Event description:
It was reported that an artificial urinary sphincter (aus) was removed because it did not function well after five years of use. A new device was implanted, and there were no complications reported for the patient.